Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. The patient had a sudden increase in urgency/frequency. She went from getting up once a night to 3-4 times a night. She saw her health care professional (hcp) who noticed that the patient may have been turning stimulation off and advised the patient to keep stimulation on. The hcp may have reprogrammed at that time as well but she had not seen an improvement in symptoms or at least as much as it had been. The patient showed it was on program 1 at 2.7 volts and the implantable neurostimulator (ins) was on. They changed to program 2 at 2 volts. The hcp stated to give the change 3-4 days and then follow-up. This was considered a sudden change in therapy/symptoms. This occurred in (B)(6) 2015. The indication-for-use (IFU) was unknown. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that there was a loss or change of therapy. The settings were change in (B)(6) 2015 and 2 weeks ago. The patient did not know when the issue occurred and only noted the changes to her settings. It was noted that the patient did not have a healthcare professional (hcp).